Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed in the error log which showed the undefined error code. Ran customer's last setup for over 3 days and no error code found. The probable cause of the reported error was a user error. Performed preventative maintenance to resolve the issue. Replaced the downstream occlusion (dso) sensor to resolve too many cassettes not attached properly alarms issue in event log.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error codes 44664/26543. There was unknown patient involvement, no patient injury was reported.